Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s., but not marketed in the u.s. (B)(4); claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -11.0 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020, the lens was exchanged with a longer lens due to low vault, and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and debris on the lens. Visual inspection no visible damage to the lens with debris on the lens. Claim#: (B)(4).